Manufacturer narrative:
G4: 02jul2020 b4: (B)(6)2020 the determination could be made that the device failed to meet specifications, the buzzer in location ls1 on the central processing unit (cpu) built without a date code could be subject to cold joints that can result in the buzzer failing to sound. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06mar2020 b4: (B)(6)2020. The manufacturer's bench technician performed troubleshooting and confirmed the reported issue. The manufacturer's bench technician replaced the central processing unit (cpu) printed circuit board assembly (pcba) and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jan2020.

Event description:
It was reported that the unit's back up alarm failed. The device was in use at the time of the event; however, there was no patient harm.